Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Event description:
It was observed during the device inspection, foreign liquid and foreign bodies were found coming out of the forceps channel of the uretero-reno videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. However, it is likely that physical damage to the subject device prevented the foreign object from being removed, despite proper reprocessing. The event can be prevented by following the instructions for use which state: instructions for urf-v2, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for urf-v2, reprocessing manual, chapter 5 ¿reprocessing the endoscope¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.